Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1111 - cbit o2 device failed, o2 unavailable. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator displayed a 1111 cbit o2 device failed error in the event log. The device requires an o2 solenoid replacement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with a proposal to have the device evaluated/repaired; however, the proposal had expired, and no further actions were performed by philips. It could not be determined if the customer's issue was resolved or if the device had been repaired. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.